Event description:
Revision surgery - due to the patient having scar tissue; the surgeon went in to remove it.

Manufacturer narrative:
The reason for this revision surgery was the patient had scar tissue and the surgeon went in to remove it. The length of in vivo service was 3.5 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial operating room prolonged hospitalization was required. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 12 prior complaints reported against this part number; summary of investigations: 4 instability and looseness, 4 infection, 1 threads on screw damaged, 1 device failure, and 2 revisions with un specified reason. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the scar tissue. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.